Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06319. It was reported the patient experienced an uncomfortable heating during sensation at her ipg site while charging. A new le charger was sent to the patient to address the issue. On august 1, 2012 st. Jude medical, neuromodulation division, set field action letters to patients related to heating while charging and raised awareness of this issue to patient's. An increase in prior non-reported heating while charging event and other non-related events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.